Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead exhibiting pacing inhibition, noise, pacing impedance low within range (270 ohms) and increasing thresholds. A technical service consultant reviewed the device data, and advised they suspect a rv lead integrity issue. Ts providing recommendations for troubleshooting, such as pocket manipulation, isometrics, x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.